Event description:
As reported by the user facility: customer states it was supposed to infuse 1000ml only infused. It only infused 900ml. There is little information on the rate it was set at or the amount of time to infuse. No patient injury. Reference MFR report 9610825-2014-00249.